Manufacturer narrative:
H6: codes were updated. Investigation is still in progress.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a delaminated downstream occlusion seal. Verification of the event log confirmed the reported issue. The pump functioned correctly during the infusion with no error codes and delivered a continuous rate of 0.55 ml that started on 12/9/2025 at 1:45:00 pm and stopped on 12/11/2025 at 10:31:23 am. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced, and the software was updated and sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient experienced cardiac arrest during a continuous infusion. The infusion had been administered to the patient for approximately 46 hours, while the patient had been held in the custody of the state of alaska at the time of the event. A request had been made by the state pathologist for the infusion pump involved to be evaluated by the manufacturer. Patient harm was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.